Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported evenr. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that faults occurred against the erbe generator. The bipolar nor monopolar energy could be used. The customer restarted the generator and checked the energy cables, but there was no change. The intuitive tech support engineer (tse) checked the logs and found related errors. The tse advised to change the energy mode setting from "swift" to "classic", but that did not help. The tse then advised the customer that using a backup generator was the only option. The procedure was completed using a different vision side cart. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to the reported errors were replicated and confirmed. During (power-on test), the (c-54) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint regarding was confirmed by failure analysis.